Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and seven (7) months due to aortic stenosis and aortic regurgitation. The patient had underwent a first attempt valve-in-valve five (5) months prior without success. The procedure was complicated by a left groin staphylococcal wound infection at the cutdown site. The patient has subsequently recovered from that event. The second attempt at the tavr procedure was performed with a 23mm edwards transcatheter valve. Post valve deployment, tee revealed a mean gradient of 2 mmhg and there were no paravalvular leaks. The patient tolerated that procedure well and was transferred to the cv-ICU postoperatively. The patient did have a post operative metabolic acidosis and was treated with 2 amps of bicarb. The patient was discharged home on pod #2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.